Event description:
It was reported that during a free flap procedure, the jaw got stuck when the device was fired. It also cut through the tissue. No pt consequences were reported.

Manufacturer narrative:
(B)(4): eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the anti-back up damaged. However, the instrument was cycled, fed, and formed the remaining clips properly; the jaws were found to open and close as intended. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.